Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vti (inhaled tidal volume) of the vela ventilator is reading 588 ml regardless of what the xdcr (transducer) is calibrated at. There is no information of patient involvement as of this time.